Manufacturer narrative:
The manufacturer previously reported a failure of the system board to power the device on and a failure of the lcd screen. The system board and lcd screen were returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing to power the device on was due to a buss short to ground. The root cause of the lcd screen failure was found to be due to a backlight failure.

Event description:
The manufacturer received information from a third party service center alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation of the device, the device's lcd screen was found to be blank. The device's lcd screen was replaced to address the issue.